Event description:
It was reported that the health care professional (hcp) called technical services (ts) for a consult review of this implantable cardioverter defibrillator (ICD) presenting electrogram (egm) due to concerns of risks of inappropriate therapy. Upon review, the presenting electrogram (egm) showed atrial undersensing with right ventricular (rv) intervals being labelled as premature ventricular contraction (pvc). It was also noted that the right atrial (ra) lead exhibited low amplitudes for the past year. Ts discussed programming optimization recommendations. No adverse patient effects were reported. The ra lead and ICD remain in service.